Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-3638 suture construct was received for investigation. Visual inspection identified fraying and evidence of breakage at one end of the construct. No other abnormalities were identified, and the inserter was not returned. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 11/02/2021, it was reported by a sales representative via phone that an ar-3638 fibertak, the shuttle suture tore as the surgeon was making a pass around the labrum. The ar-3638 was removed. This was discovered during use in a bankart procedure on (B)(6) 2021. The case was completed by opening a new ar-3638.